Event description:
Pseudoseptic reaction [inflammation]. Knee effusion [joint effusion]. Case description: a spontaneous report was received from an healthcare provider (hcp) via a genzyme company rep on (B)(6) 2009 regarding a pt who experienced a pseudoseptic reaction and knee effusion after treatment with synvisc one. The pt had no previous history of treatment with synvisc or synvisc one. On an unspecified date, the pt experienced a pseudoseptic reaction. The hcp characterized the symptoms of the reaction as knee redness and swelling. The joint was aspirated. Lab results indicated there was an increase in white blood cells (wbcs) and culture was negative. The pt was treated with intra-articular steroids. The hcp indicated that the reaction was a chemical response, possibly due to a component of synvisc one. At the time of this report, the outcome of the pt was unk. For add'l events from this report see (B)(4). MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.